Manufacturer narrative:
Concomitant medical products. Information references the main component of the system. Other relevant device(s) are: product ID: 9731203, lot/serial #: (B)(6). The generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during burn-in test. Performed a pegboard test and emitter failed the accuracy test with an error of 3.993mm witch would have caused the nipt and instrument tracker to read high. Needs to be less than 3.00mm to pass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information unavailable at the time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system reported "localized not connected" when the emitter was connected. The emitter was replaced to resolve the issue. The system then performed as intended and passed a system checkout.

Event description:
Hold for ab 10.9medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter was not tracking instruments. Troubleshooting was performed by opening up the tracking view and checking error values on the non-invasive patient tracker and instrument tracker. The error values were high. The field was investigated for metal interference and none was seen. The emitter was checked and it was not chirping/making noise and it was not toggled off in the software. After toggling it off and on, the issue did not resolve. The system was then rebooted which also did not resolve the issue. The surgeon was actively working while troubleshooting was occurring. Navigation was aborted to complete the procedure. There was a less than 1 hour delay and no impact to patient outcome as a result of this issue. The next day, the manufacturer representative was able to track instruments, but got a "localizer disconnected" message. The electromagnetic localization system led value was 7.